Event description:
After several hundred cc of ringers lactate infused in pre-op pt, contaminant (black dots) were noted in the top on the drip chamber. Infusion stopped and tubing and ivf replaced. Drip chamber with multiple black-brown dots around the inside seal. Do not appear free floating.